Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the black box data from date of the complaint has been overwritten due to continued use of the pump. The current black box showed no evidence of an "intermittent power" event. The battery compartment was cracked in the thread area and below the grip pad. The battery cap threads were damaged. The pump was exercised for 24 hours with no issues duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.